Manufacturer narrative:
(B)(4).

Event description:
(Os.17.817). The dentist reported 7 months after the dental implants were installed in intraoral region #19, it was verified it's non osseointegration. 80 ncm of primary stability was achieved and immediate load was not performed. Patient had bone type ii.